Event description:
On (B)(6) 2009, the pt reported infusion device is making a grinding noise and displaying an e10 (cartridge error) when she was trying to change the cartridge. Walked pt through the change the cartridge process. Pt stated the piston rod was already at the bottom but continued to say "returning the piston rod" while making a grinding noise and then after a few minutes displayed an e10 (cartridge error). Had her insert a new battery and go through the same process; infusion device continued making the grinding noise and display an e10 (cartridge error). Pt reported she first noticed the grinding noise when the infusion device displayed an e10 in the middle of the night. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.